Manufacturer narrative:
(B)(4). "The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the mechanism installed in device sn (B)(4) did not match the mechanism recorded on the device history record (DHR). Additionally, the device serial number written on the mechanism identified the mechanism as belonging to sn (B)(4). Review of the DHR for sn (B)(4) verified the mo# written on the mechanism. The ultrasonic sensor installed in device sn (B)(4) did not match the ultrasonic sensor recorded in the DHR. Also, the input/output printed circuit board (I/o pcb) installed in device sn (B)(4) did not match the I/o pcb recorded in the DHR. It is unknown which device this I/o pcb was removed from. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states ""servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."" The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.